Manufacturer narrative:
Product complaint # (B)(6). Additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for repair. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. "Micro": preventive replacement of o-rings performed. Motor too loud - motor replaced. Protective conductor resistance out of tolerance ¿ motor cable replaced. Resistance value out of specs: hand control set replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Safety test checklist enclosed. When the keypad is defective the motor will not function as intended therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The device was reworked, however the rework activities were unrelated to the complaint condition. Therefore our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that: (B)(4) shaver go to another modus when pushing on start button of the handpiece. For instance: when it¿s selected on osc and you start on the start button of the handpiece it go to fwd. Please check and replacing minimal the electronic board hp keypad plus seals. Additional information response received from affiliate on (B)(6) 2018: the issue detected was detected during or and there was a 5 minute surgical delay. Error code fc was on the display during this time. The procedure was able to be completed with a new shaver hand piece with no consequences to the patient or clinician. The first line of the event description is the name of the hospital, we used to enter this there for our administration.